Event description:
10003239---arthralgia^ 10038198---redness^ 10042697---swelling of knees 59 yo male with osteoarthritis of the hip and knee received his first durolane injection in both knees. The patient had synvisc one prescribed 2 years prior. The following day, he reported 10/10 pain, swelling and redness of the knees and inability to walk. He presented to an external emergency department for assessment. The emergency department noted erythrocyte sedimentation rate, c-reactive protein, and white blood cells were unremarkable. ``differential diagnosis includes but is not limited to arthritis, viral infection, autoimmune disease, septic joint, overuse syndrome, lyme disease, other reactive arthropathies. `` during follow up with the orthopedic clinic 12 days later, it was reported that the patient was feeling better after this pseudo gout reaction.